Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321 and UDI (B)(4) is approved for sale in us. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, the patient underwent thoracolumbar vertebra posterior fusion at t10-s2ai due to kyphoscoliosis. Pedicle subtraction osteotomy (pso) was performed on l4. Post op, the osteotomy part did not achieve bone fusion, and the rod also broke. Hence, on (B)(6) 2018, rod replacement was performed. The rod was replaced, and reinforcement was performed. No fragment of the broken rod remained inside the patient. No patient complications were reported after the revision surgery.

Manufacturer narrative:
Additional information: x-ray image review result: post-operative x-rays for thoraco-pelvic fixation show rod fracture at l3-l4. By report, a pso was performed at this level. There is collapse at l2-l3, no instrumentation at l3, and an interbody device between l3-l4. There is a paucity of bone formation in the l3-l4 spine at 2 years post-op, likely contributing to the rod fracture. There is straightening of the lumbar lordosis and it not possible to determine the sagittal balance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.